Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up report will be submitted when the evaluation is complete.

Event description:
The account alleges that during lung biopsy procedure, the biopsy needle tip detached within the patient. The patient was previously diagnosed with copd and suffered from aichmophobia. The hospital alleged that the patient would not lie still during the biopsy procedure. Eventually the patient's oxygen saturations started to decrease, and a code was called. Hospital bls protocols were administered requiring intubation and necessary resuscitation attempts. The needle tip was successfully removed via surgical excision.

Manufacturer narrative:
Part of the suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.